Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6) year-old, female patient who was receiving compounded baclofen 3000mcg/ml at 1227.8 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. The patient's medical history included cerebral palsy and intractable spasticity. The patient's concomitant medications included albuterol, lamotrigine, fluticasone and lansoprazole. On approximately (B)(6) 2016 (also reported as (B)(6) 2016), a motor stall occurred and the patient was taken to the emergency room (ER) because of signs of stiffness. There were no environmental/external/patient factors that may have led or contributed to the event. On (B)(6) 2016, around 1:00am, the physician went to the ER to see the patient. While in the ER, he interrogated the pump and discovered the motor stall. Around 2:00am, the physician spoke with a company representative and a time was set for a pump replacement procedure. At 11:00am, the company representative also interrogated the pump and saw the motor stall. On (B)(6) 2016, the pump was explanted and replaced. The cause of the motor stall was not determined. As of 2016-05-05, the issue was resolved. The patient's status was reported as "alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.